Manufacturer narrative:
A ge service representative performed an on site investigation. The power cap module connection was evaluated, tightened and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and failed to boot up. No patient serious injury or death was reported related to this event.